Event description:
Per report, during a transfemoral procedure, the patient experienced rbbb and bradycardia requiring a permanent pacemaker. Prior to the procedure, the patient had bradycardia/irregular rhythm. Immediately post testing the pacemaker, the patient had severe bradycardia/asystole. The patient was kept on a back up paced rate throughout the procedure due to rbbb and bradycardia. It was decided to go ahead and implant a pacemaker immediately post procedure for precautionary purposes.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU), conduction abnormalities are a known complication associated with the overall transcatheter aortic valve replacement (tavr) procedure. Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease (e.g. Mi, chf, valvular disease), and/or conduction abnormalities. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include electrolyte disturbances and certain medications (i.e. Beta-blockers, calcium channel blockers). The exact cause for the reported rbbb cannot be confirmed, however, the patient had irregular rhythm and bradycardia prior procedure, with the event of bradycardia / asystole occurring with testing of the temporary pacemaker prior to the introduction of any edwards devices. Based on review of the case summary, this event is not related to an edwards device, therefore, this event does not meet the criteria of a complaint. It is likely this event occurred due to other contributing factors including the patient's underlying co-morbidities, and pacing capture testing. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.